Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, d11, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined a sample graft mesh could not be performed due to the damaged roller, and the ratchet was stuck to the device. The roller, roller gear, ratchet, ratchet gear, spring and sliding pin were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the mesher was used for a skin grafting case, and the handle would not advance the carrier properly during the case. At the end of the case, the handle was stuck and unable to be removed. Mesher pieces not bent/damaged before use in case. No harm or delay and no additional skin graft needed. No adverse events were reported as a result of this malfunction.